Event description:
Source reports "toilet seat broken when the pt was in the shower and pt leaned forward to hose off. The 2 black pieces that hold the seat on (frame) broke off and flipped pt forward and pt busted their chin.